Event description:
New information noted that no intervention was performed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited incorrect measurements. It was noted that the data only showed the last remote transmission even though on their merlin.net portal their counters shouldn¿t clear. Further information was requested however, was not provided.